Event description:
It is reported that the device was implanted in 1999. The pt currently has a pending revision surgery due to poly and patella wear.

Manufacturer narrative:
Eval summary: the device has been implanted for over 9 years. Revision surgery has yet to be performed but is pending. Probable cause cannot be determined without the return of the parts or additional information pertaining to the wear of the patella and articular surface. However, this information may become available following the revision surgery. Revision surgery will be monitored to obtain additional information. Eval: results: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint wil be reopened. Zimmer, inc. Considers the investigation closed.